Manufacturer narrative:
(B)(4).

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 22-20 mm in diameter. The left common iliac artery was 16-15-11 mm in diameter and the right common iliac artery was 23 mm in diameter and calcified. Recently the patient presented with right leg pain (aui on the left and a fem-fem to the right). The patient has a lesion in the distal left common and external iliac artery. The physician stated that the cause of the event was due to the distal left common iliac artery, beyond the endurant 16x20x82 limb, becoming stenotic. The patient will be monitored. No additional clinical sequelae were reported and the patient is being monitored.